Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy. Tandem technical support attempted multiple follow ups with customer to obtain more information, but was unable to.